Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2240963 involved in this complaint was returned for evaluation open in its original packaging. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20 jan 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. On evaluation of the returned device, the following was observed: visual inspection: device returned with protective tubing red marker on 1st dimple directional button in deploy position kink on safety wire observed below red cap safety hub appears retracted into handle. Functional inspection: actuating fine for deployment and recapture unable to deploy stent, safety hub returns to original position handle opened, outer sheath separated from shuttle. All other components intact safety wire removed with no issue. The reported failure was observed. A photograph was also submitted by the user. . This photograph shows an image of the complaint device along with the device label. From the photograph, it can be seen that the red marker is on the first dimple and the safety hub appears retracted into handle as also seen in the device evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy. It is possible that during advancement or deployment, a tortuous path may have been resulted in resistance which could have caused a build-up of pressure within the device, causing stent deployment difficulties. Additional stress or force exerted on the delivery system during the attempted deployment, could have increased the pressure within the device which in turn could have led to the sheath tube separating from the shuttle cap and inevitably, the inability for the stent to be deployed. This force could have also led to deformation or bending of the safety hub. This deformation can compromise the integrity of the features that maintain the hubs position, allowing the hub to retract into the handle. Several attempts were made to gain more information regarding this event, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial complaint reported, the user advanced the stent through wire guide to bile duct then pulled the trigger and the little red mark moved but the stent was not deployed. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. The user changed to a new device to complete the procedure. Investigation findings conclude that a possible root cause could be attributed to a potentially difficult or tortuous patient anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-26.

Event description:
User advanced stent through wire guide to bile duct then pulled the trigger and the little red mark moved but the stent was not deployed. User changed to another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.